Event description:
The customer reported that the battery stops being recognized; an 'x' is displayed. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported when the equipment is tilted the battery stops being recognized and a 'x' is displayed. There was no reported patient involvement.